Event description:
A malfunction alarm was reported with code malf 12, and it occurred at least three times on the customer¿s pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. To resolve the issue, tandem technical support arranged for a replacement pump to be sent to the customer, who will continue using the current pump.